Event description:
Customer reported patient with excessive and debilitating glares and halos after a synergy lens was implanted. No additional information provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/ not provided. Date of event: unknown, information not provided. Serial number: unknown/not provided. Catalog#: partial catalog number indicated since serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. Other: the device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.